Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. A revision procedure was performed and the ra lead was removed and replaced. No additional adverse patient effects were reported.